Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the moderately calcified, moderately tortuous and 75% stenosed anatomy resulted in the reported difficult to advance. Manipulation of the device resulted in compromising the device thus resulting in the reported material rupture as the compromised device was inflated. The noted bend on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 75% stenosed right coronary artery. A non-abbott guide wire was used to cross the lesion. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation but felt resistance with the anatomy. The balloon ruptured at 12 atmospheres during the first inflation, so a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.